Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I syphilis tp result generated on the alinity I processing module for a patient with a history of syphilis. The following data was provided (reference range <1 s/co): initial result = 0.34 s/co, repeat result = 4.45 s/co. No impact to patient management was reported.

Event description:
The customer observed a false negative alinity I syphilis tp result generated on the alinity I processing module for a patient with a history of syphilis. The following data was provided (reference range <1 s/co): initial result = 0.34 s/co, repeat result = 4.45 s/co no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date the alinity pipettor probes were replaced and calibrated. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for ai23113 revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the alinity pipettor probes did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number ai23113, or the alinity pipettor probes was identified.